Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 26.5 cm and the outer insulation was breached due to a depression is at 26.5 cm. If information is provided in the future, a supplemental report will be issued.